Manufacturer narrative:
(B)(4). The customer returned one opened unit of product code 5-12614 (et tube, cuffed, spiral-flex 7.0) for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned packaging revealed that there were some small white specks inside the tube. There was also a clear, adhesive like material found stuck to the tube near the proximal end. Since the device was returned out of its packaging, it could not be determined whether or not the white specks were present in the tube before it was packaged. The reported complaint of "white foreign material inside tube" was confirmed based on the sample received. There were small white specks found inside the tube. There was also adhesive found on the outside of the tube near the proximal end. However, it could not be determined how or when the white specks got inside the tube. Since the et tube was returned without its original packaging, it could not be determined if the white specks got inside the tube at the manufacturing site. A conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
Customer complaint alleges "doctor in ICU dept. Found resistance during using tube to suctioning sputum, then they took out the tube, found there was white foreign material inside". Event reported as occurred during use. It ws reported there was no medical intervention necessary. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device was received for investigation. The investigation of the device is still in progress at the time of this report. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. This report will be updated at the conclusion of the device investigation.

Event description:
Customer complaint alleges "doctor in ICU dept. Found resistance during using tube to suctioning sputum, then they took out the tube, found there was white foreign material inside". Event reported as occurred during use. It ws reported there was no medical intervention necessary. Patient condition reported as "fine".